Event description:
Medtronic received information that following the implant of an edwards parimount valve an ultra sound of the groin revealed a pseudoaneurysm. The patient was brought to the operating suite for an excision of an infected right common femoral pseudoaneurysm and an interposition vein graft was achieved with a sartorius muscle flap and a vacuum was placed for post-operative drainage and healing. Cultures from the infected site were positive for proteus mirabilis; the patient was placed on an antibiotic which resolved the infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)